Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during a cryoablation procedure. The physician had completed ablations in the left common pulmonary vein and was ablating the right inferior pulmonary veins. The patient's blood pressure dropped and a pericardial effusion was observed via intracardiac echocardiography. The procedure was aborted a pericardiocentesis kit was used to drain the effusion. Patient improving post intervention. Device 2 of 3, reference MFR report: 3002648230-2013-00200, 3007798852-2013-00018.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.